Event description:
It was reported that the customer had experienced two low blood glucose levels within the last 90 days. Customer was not hospitalized and just took care of himself. Customer does not recall the date of the incident but knows that it was a month ago. Customer thinks that his blood glucose level was 20 mg/dl at the time. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.